Manufacturer narrative:
(B)(4). The clip remains in the patient. The clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of birth reported as 1926.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet and the mitral valve leaflet became torn. It was reported that on (B)(6), 2016 a mitraclip procedure was performed. There was a restricted primary mitral leaflet (pml) and an indentation between the p2 and p3 segment. Two mitraclips (lot #s 60628u143 and 60628u142) were implanted reducing the functional mitral regurgitation (mr) grade from 3-4 to 1. On (B)(4) 2016, the patient experienced dyspnea and was transferred to the intensive care unit (ICU). An echocardiogram was performed and found that the mr had increased to grade 3-4. The physician had the impression that one clip (lot # unknown) was detached from the pml (single leaflet device attachment/slda) and thought that the pml had ruptured. Only conservative treatment was performed. Due to the slda, the patient received diuretics and medication to reduce the preload. The dyspnea resolved and the patient was transferred from ICU to a normal ward. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is being reported as unknown because the lot number could not be provided. It could not be confirmed which of the two clips experienced the single leaflet device attachment; therefore, the UDI and lot history record review are provided for both clips. The results are as follows: part / lot: cds0502/60628u143. (B)(4). Date of manufacture: 28-jun-2016. Expiration date: 28-jun-2017. Part / lot: cds0502/60628u142. (B)(4). Date of manufacture: 28-jun-2016. Expiration date: 28-jun-2017. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea, mitral valve injury (tissue damage), and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported patient effect of tissue damage (posterior leaflet rupture) appears to be related to procedural conditions and due to the slda of the clip. The reported worsening mr and dyspnea were likely secondary effects/symptoms of the leaflet damage. The reported treatment of medications was a result of case specific circumstances, as the patient received diuretics and medication to reduce the preload and treat the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Subsequent to filing the initial MDR: one clip possibly detached from the posterior mitral valve leaflet (pml).